Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the facility to investigate the device. He confirmed the reported issue and traced it back to a defective stirrer motor, which was not free to rotate and it smell burnt. Based on the above, the root cause of the reported error is a blocked stirring mechanism, likely due to defects on the motorelectronics which caused also the burnt smell.

Event description:
Livanova received report of an error code associated to a stirrer motor malfunction displayed on a heater-cooler system 3t system during procedure. There was no report of patient injury.